Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem, and the age at time of event field (a2) in section a, patient information, of the initial MDR.

Manufacturer narrative:
(B)(4). The ipg was analyzed, and no anomalies were found during the visual inspections. The ipg was successfully recharged in a single charging session and established communication with a known good remote control (rc). Analysis of the device's data logs revealed no anomalies related to premature battery depletion. Additionally, the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. The reported allegation of the ipg was no longer functioning as intended was not confirmed. The ipg displayed typical characteristics during visual examinations, and the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. Therefore, this investigation is assigned a probable cause of device problem excluded as no visual or functional anomalies were observed during the product analysis.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.